Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-04. H.2. Device return to manuf.? Yes. H.6. Investigation summary: it was reported the item was broken. This is the 1st complaint for lot #9232001 for this type of defect or symptom. A device history review was conducted for lot number 9232001. There was no documentation for this type of defect during the entire production run of this batch. Four additional photos were provided for evaluation. 1). A plastic bag with a syringe and IV set. 2). A syringe and an IV set out of a plastic bag. 3). A syringe with the IV set disconnected. The syringe tip was broken off and now is in the IV set. 4). A syringe and an IV set were showing the syringe barrel label with the lot#. Based on 3rd photo provided, the syringe luer tip was damaged. This condition occurs when an excess of torque is applied while connecting the syringe to the IV set. H3 other text : see h.10.

Event description:
It was reported that breakage occurred at an unspecified time with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "syringe is broken."

Event description:
It was reported that breakage occurred at an unspecified time with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "syringe is broken."

Manufacturer narrative:
H.6. Investigation summary : it was reported the item was broken. This is the 1st complaint for lot #9232001 for this type of defect or symptom. A device history review was conducted for lot number 9232001. There was no documentation for this type of defect during the entire production run of this batch. One photo was provided. The photo shows an IV device, a plastic bag and one posiflush syringe. The posiflush platform was contacted. After an investigation with the dchu it was confirmed that an onsite investigation was performed. Findings from the site visit determined that there is most likely a correlation to the usage of alcohol products (in the form of tips) and the incidences of cracked, broken or crumbled fixed collars on make luer end of set me2017. If proper dry times are not followed after scrubbing the hub, alcohol binding may result causing the reported failure modes. With the continued use of alcohol products; bd has proposed alternate products that will have improved product performance. The improved chemical resistance, including alcohol resistance, is due to the materials used in manufacturing the male and female luers. Root cause: can¿t be confirmed. Nothing in the bd manufacturing process has been identified that could contribute to this failure mode. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred at an unspecified time with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "syringe is broken."